Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 166 mg/dl. A system check was performed verifying the occlusion alarms. Reportedly, the customer believed the occlusion alarms were caused by a recent switch from inset infusion sets to contact detach infusion sets. Tandem technical support advised the customer to contact their healthcare provider in regards to alternate infusion sets that may work better with the customer. Multiple attempts were made by tandem¿s technical support to ensure the occlusion alarm was received; however, no response was received.